Event description:
An olympus representative reported on behalf of a customer that there was a b30 scope communication error occurring on the visera elite video system center. The issue was found during preparation for use in the beginning of a diagnostic cystoscopy. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's b30 scope communication error allegation was not confirmed. The device evaluation found no serial digital interface 1 signal due to a faulty main printed circuit board. Additionally, the following findings were noted: a worn out video connector latch was causing poor connection with pigtails, the unit had a sticky old version main switch, and the device was running an old software version 1.07 so an update to version 3.10 was recommended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 component code and h10 for information inadvertently left out. The customer further reported they were not sure if the b30 error was caused by the processor or the camera heads, so they sent the video processor into olympus first for evaluation. While doing cases with the camera heads the past 2 weeks, the customer does not feel the processor was the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (error code b30) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, it is likely that serial digital interface (sdi) 1 signal output issue occurred due to a printed-circuit board failure, or connector cannot be fixed properly due to wear of video connector latch. Olympus will continue to monitor field performance for this device.